Event description:
Additional information was received that the device was resolved by reprogramming. An x-ray was also performed and showed no abnormalities.

Event description:
During an in-clinic follow-up, far-field p-wave oversensing which resulted in inappropriate automatic mode switch (ams) was detected on the right atrial (ra) lead. The suspected cause of the event was dislodgement of the ra lead. Technical support was contacted and the device was reprogrammed to resolve the event. No further intervention has been performed at this time. The patient was stable.